Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pneumatic tap was damaged making it difficult to load cartridges. There was no adverse effect to the customer's blood glucose level.